Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d7a, g1: contact office and manufacturer site, g3, g6: report type. Additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain and consistent migraines while treating with the spinal pak device. The patient was unsure if the pain and migraines were from the surgery or the spinal pak device. The patient was told by a zimvie sales representative told her to stop treatment until someone contacts her from our product support. The patient stated that she has doctor's appointment tomorrow morning and will bring this up to him as well. No further consequences or additional information has been reported at this time. No product was returned for evaluation.

Event description:
It was reported that the patient experienced pain and consistent migraines while treating with the spinal pak device. The patient was unsure if the pain and migraines were from the surgery or the spinal pak device. The patient was told by a zimvie sales representative told her to stop treatment until someone contacts her from our product support. The patient stated that she has doctor's appointment tomorrow morning and will bring this up to him as well. No further consequences or additional information has been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Additional information - b4: date of this report, g3: date received by manufacturer corrected data - a: date of birth, b2: outcomes attributed to adverse event, d1: brand name, d2: common device name, d4: model number, g4: PMA/510(k) #, h5: labeled for single use? H6: component code and evaluation codes. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient experienced pain and consistent migraines while treating with the spinal pak device. The patient was unsure if the pain and migraines were from the surgery or the spinal pak device. The patient was told by a zimvie sales representative told her to stop treatment until someone contacts her from our product support. The patient stated that she has doctor's appointment tomorrow morning and will bring this up to him as well. No further consequences or additional information has been reported at this time. No product was returned for evaluation.